Event description:
Lasik procedure resulted in the following problems. I was extremely nearsighted -something like 20/1000- with very thick glasses and somewhat dry eyes to start with. So dry, that I have difficulty with contact lenses. I sought the lasik because the weight of the glasses was putting constant pressure on my sinus, and I was in discomfort most of the time. Correction to 20/20 in one eye and 20/40 in the other did not work for me. Dr should have tested me with glasses first. So had to have a second procedure within a few months to change the 20/40 eye to 20/20. Double vision in right eye and a huge "flare" in that eye as well -- if I looked at a stop light at night, there was huge flare of light running off the top of the round light. This required a third lasik procedure a year later -- different dr and another $4,000. Both problems were substantially improved. Extreme dry eye - needed to use refresh tears every 10 to 15 minutes. Could barely open my eye in the am. Ongoing problems. Extreme dry eye has improved with restasis rx, which I expect to be using forever. Still also use refresh tears frequently. Blurry vision - mostly related to dryness. Night glare - with newer headlights coming at me, limits night driving. I have developed a cataract in the eye that was lasik'd three times. Not blaming the lasik for this, but current dr is very hesitant to treat the cataract due to the thinness of remaining cornea -?- material. A newer version of lasik machine was available at the time of my procedure. The dr did not inform me of that fact. From what I have learned much of my problem would not have happened with the newer machine.